Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {edwards sapien s3}; product lot/serial number {unknown}; implant date {(B)(6) 2024}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed using an 18 mm non-medtronic balloon due to calcification. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was deployed at the depth of 6 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Per the physician, the valve was deployed too deep and the valve was recaptured. The valve was deployed a second time, but was recaptured again due to a depth of over 8 mm on the lcc. The valve was deployed a third time at a depth of 3 mm on the ncc and approximately 6 to 7 mm on the lcc. Following the third attempt at deployment, the valve was fully released and the dcs was withdrawn from the patient. During withdrawal of the dcs, no obvious interaction between the dcs, guidewire, or pigtail catheter and valve occurred. An aortogram following full release of the valve revealed that the valve had dislodged to a new depth of 0 to -1 mm on the ncc and -3 mm on the lcc. Severe paravalvular leak was also revealed on a transesophageal echocardiogram. A non-medtronic valve was inserted into the patient and deployed within the dislodged valve. Following deployment of the second valve; however, aortography revealed an annulus rupture. The procedure was converted to open surgery and both valves were explanted. The patient's hospitalization was extended. No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed using an 18 mm non-medtronic balloon due to calcification. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was deployed at the depth of 6 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Per the physician, the valve was deployed too deep and the valve was recaptured. The valve was deployed a second time, but was recaptured again due to a depth of over 8 mm on the lcc. The valve was deployed a third time at a depth of 3 mm on the ncc and approximately 6 to 7 mm on the lcc. Following the third attempt at deployment, the valve was fully released and the dcs was withdrawn from the patient. During withdrawal of the dcs, no obvious interaction between the dcs, guidewire, or pigtail catheter and valve occurred. An aortogram following full release of the valve revealed that the valve had dislodged to a new depth of 0 to -1 mm on the ncc and -3 mm on the lcc. Severe paravalvular leak was also revealed on a transesophageal echocardiogram. A non-medtronic valve was inserted into the patient and deployed within the dislodged valve. Following deployment of the second valve; however, aortography revealed an annulus rupture. The procedure was converted to open surgery and both valves were explanted. The patient's hospitalization was extended. No additional adverse patient effects were reported. Additional information as received that the deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged aortic. The annulus rupture was repaired during open heart surgery. 3 days following the procedure, the patient was extubated. No additional adverse patient effects were reported. Additional information was received that per the physician, the medtronic products did not cause or contribute to the annular rupture, but the deployment of the non-medtronic valve was the cause.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received that the deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged aortic. The annulus rupture was repaired during open heart surgery. 3 days following the procedure, the patient was extubated. No additional adverse patient effects were reported.